Event description:
The event is reported as: customer reported that the stapler jammed during use. No patient injury reported for this issue.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to trend relating complaints.